Event description:
A physician called to report a syringe of collagen in which the needle disengaged and the contents splattered on the patient's face. The needle did not contact the patient and no collagen went into patient's eyes. No injury occurred to patient or staff. The procedure was completed with a backup syringe of collagen.